Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump had alarmed compromised force sensory system and the insulin was squirting out during manual prime. The customer's blood glucose was 239 mg/dl. Troubleshooting was performed and no damage was noted on the drive support cap. Customer was advised the device needed to be replace and customer agreed to return for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. Moisture damage was also found on the electronics. No compromised force sensor system alarm noted. The insulin pump passed the operating currents measurement, unexpected restart test, self-test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery test. The insulin pump had cracked case at the display window corner, battery tube threads, belt clip slot and minor scratched display window.